Event description:
It was reported that a patient was implanted 3 unk dynesis implants (lis screws, exact catalogue # unk) on an unk date. It was reported that the products were removed from the patient at an unk date for unk reasons.

Manufacturer narrative:
The manufacturer did not receive explanted devices for review since they were taken by the hospital. No surgical report, x-rays, or other source documents were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information becomes available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4) .